Event description:
Attorney reports of pt's alleged severe pain and right ovary stuck to the pelvic cup which resulted in the ovary to be removed due to implant of the perfix plug.

Manufacturer narrative:
The pt is claiming that the event is resulting from the plug mesh; however, she also indicates that no doctor has attributed the event to the implant of the mesh. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.